Manufacturer narrative:
(B)(4).a

Event description:
It was reported that through merlin.net transmission, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed when the patient presented in clinic for routine follow-up. Programming changes were not made. There have been no further issues and complaints since last event. Patient will be followed up normally and was in stable condition.